Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient felt unstable in her left hip. The surgeon replaced a neutral liner with a 20 degree hooded liner and went from a 36mm head to a 44mm head for more stability.